Event description:
It was reported that intermittently on boot up the system would display cine option is not available. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.